Event description:
It was reported that the right ventricular lead pace sense portion had high threshold and was capped and a new pace sense lead was placed. The hvb/superior vena cava portion remains in use. Also the left ventricular lead was "pulled back" and had increased threshold. It was capped and replaced. No patient complications were noted as a result of this event. It was reported that the right ventricular lead had an abrupt threshold change in the pace/sense portion. The pace/sense portion of the lead was capped and replaced and the hvb/superior vena cava (svc) portion remains in use. Also the left ventricular lead was "pulled back" and had increased threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.